Event description:
It is alleged that during a case the long tip forceps would not straighten out causing the surgeon to make the port incision larger in order to remove the instrument. No adverse events to the pt were reported.